Event description:
In 2006, pt volunteered at a workshop to undergo treatment of facial telangiectasias on the right and left nasolabial folds with the ndyag head of the lumenisone. About 20 days later, pt reported to the lumenis sales representative that the areas treated 20 days ago had burned and scarred following the treatment. As of 20 days after, there had not been any medical intervention, no otc products had been applied, and the area had scabbed and healed with small depressed scars in the grooves of the right and left naso labial folds. The scar on the right side of the nose was larger than the scar on the left side of the nose. The depression on the right side was about one-half inch long, and the depression on the left side looked like a round punch mark. Treatment parameters were conservative for the skin type and the individual denied photosensitizing agents and recent sun exposure.

Manufacturer narrative:
Service evaluation of the lumenis one system revealed the system and accessory items were in specification. Per the treating physician, the small depressed areas should respond to steroid tapes, which he would prescribe and the scars will not necessarily be permanent. Due to the delay in reporting of the incident, the degree of burn could not be determined. Results other root cause: it appears that the root cause relates to individual patient factors: no further conclusion can be drawn. It is not possible to determine whether earlier reporting and intervention may have decreased the likelihood of scarring.